Event description:
A (B)(6) male pt's daughter contacted zoll customer support to report the pt's battery would not go to "battery charging" when placed on the charger. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem (B)(4) has been completed. The reported problem (battery will not charge) has been confirmed. The cause of the battery packs not being able to charge was due to a defective bga chip (u105). Upon eval, it was found that u105 was not making proper contact with the c/a board. The solder connections for this chip were intermittent. The root cause of the intermittent solder connection cannot be positively identified, but the chip was likely fractured by mechanical force. No adverse event resulted from the faulty solder connection. The pt received a replacement charger/modem.